Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device log. However, the reported problem could not be duplicated with the device. The pace/defib engine board was replaced as a precaution. The device was re-certified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.